Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, two curved openings on anterior, and observed void greater than 1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: two striated openings on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated openings on anterior assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and particles in valve. Device has been explanted and replaced.